Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that during removal a u by kotex click regular tampon came apart into pieces. She does not plan to seek additional medical attention.